Event description:
One resolute integrity drug eluting stent was implanted during the index procedure.approximately 25 months post index procedure, the patient suffered myocardial infarction. Ptca was performed post mi as a consequence of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.